Event description:
Additional information received, indicated patient underwent surgical intervention on (B)(6) 2020, where in both the leads were repositioned. Post operatively effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-09311. It was reported patient experienced a change in stimulation on (B)(6) 2019 when the patient suffered a stiffness in the neck. Impedances were checked which were normal. X-rays revealed that the occipital leads have migrated. To address the issue patient may be awaiting surgical intervention at a later date .